Event description:
It was reported that the asymptomatic patient presented for follow up in clinic, the right ventricular lead exhibited noise. The noise was not reproducible. The pulse generator exhibited a 1 second noise reversions which is believed to be false. A diagnostics anomaly was noted. Follow up on (B)(6) 2015 states that the lead continued to exhibit noise, high thresholds, poor sensing and high impedance. The lead was explanted and replaced on (B)(6) 2015. The procedure concluded without adverse event. The patient would be continued to be monitored.

Manufacturer narrative:
Final analysis found multiple abrasions breaching the inner insulations at the distal region. Which could have contributed to the reported anomalies.

Manufacturer narrative:
(B)(4).